Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect, stimulation in the wrong location, and a sudden onset of increased baseline pain in the right leg, after the patient had staples removed at the end of (B)(6) 2014, which was 3.5 weeks after implant. At first it seemed like it was working for the patient¿s groin and his legs. Currently, since they took the staples out, when he used the patient programmer (pp) to adjust it up or down, whether it was on 1 or 2 (1 was for left leg and 2 for the right leg), it would all go into the left leg. It wouldn¿t go in the groin and it did not go down the right leg. Since the staples were removed, stimulation had not been working right and it just started going all on the left side. The patient told them when they put it in and ¿sample one that my heel, instep, the top of my foot and my big toe on my left foot, and the back of the leg from where the knee bends, and down, heel, instep, and top of the foot and the big toe, I told them there was an awful lot more pain there when they shut it off, when they were doing the surgery.¿ when they put it back on, the next day he could not stand on that foot. It took about 3 days before the patient could stand on that foot. He turned stimulation up so high in order to get stimulation down there to relive some of the pain. And the pain had never gone away in the heel, instep, and toe; it would always hurt no matter how much he turned it up. When the nurse removed and staples and the patient saw a manufacturing representative, it went down the right and left side. But then when he got home and tried to use the remote, it all went to the left side. It felt like stimulation down the right leg, but the patient was not sure because it felt so good on the left side. But lately his groin had been hurting again. It was noted that he had diabetes and they said that this would take care of the pin and needles. The patient contacted his manufacturing representatives and healthcare provider (hcp) this morning, and an appointment at the va was set for 2 days later. The patient saw the hcp about a week later and they took x-rays. It showed ¿where they attached the things to the nerves, one of them has moved.¿ the patient also saw the manufacturing representative and they were able to resolve it by adjusting stimulation and it worked now with #2 and the patient did not need to have surgery. It was a simple reprogramming. The patient only had electrodes active in the center column of the 565 lead. They activated the electrodes I the right column and got coverage in his right leg. The patient was getting good coverage, was happy with it and everything was working well. It was reiterated that the stimulation issues started after he came home from his first follow-up appointment when they took staples out, after he charged up the first time, it was down to almost nothing because it was 3.5 weeks after they implanted.